Event description:
An aneurx stent graft system was inserted into the pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. It was reported that the arteries were narrow in diameter and calcified. It was reported that the physician was unable to advance the stent graft to the intended landing zone, due to the very tight vessel. The physician removed the stent graft delivery system. The physician inserted an introducer sheath and the left common iliac artery was dissected. The physician elected to place two iliac stents (7x60 and 7x40) using the kissing stent procedure which repaired the dissection. The pt was sent to recovery in satisfactory condition. No add'l clinical sequelae were reported and the pt is fine.